Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify : did 3 sutures break intra-operatively? Was there any alleged suture deficiency relating to the patient tendon injury ? Was the tendon injury to the left index finger related to the cut to the left index finger at the end of (B)(6)? Was the revision surgery related to the initial patient left index finger cut at end of (B)(6)?

Event description:
It was reported that a patient underwent a surgery on (B)(6) 2018 due to a left index finger was cut by a sharp instrument at the end of (B)(6). It was reported that the suture was broken when the surgeon sewed tendon and knotted. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The sample was tested by tensile strength and the result is above the minimum individual strength requirement. Per the condition of the representative sample, no performance - breakage suture was found on the sample and the tested sample met the finished goods requirements.